Event description:
Confirmed intracapsular rupture of a natrelle inspira srx-400 silicone-filled breast implant (smooth surface, extra-full profile, 400cc), serial number (B)(6), implanted on the right side approximately three years prior (B)(6) 2022. The rupture occurred without any traumatic event or physical injury to the chest. Symptom onset began approximately in (B)(6) 2026 with persistent generalized body warmth, night sweats, chest discomfort, and systemic malaise. Emergency room evaluation ruled out cardiac and thyroid etiologies through comprehensive blood work. Physical examination raised suspicion for implant rupture. Bilateral breast MRI with and without gadolinium contrast was performed on (B)(6) 2026 at (B)(6), inc. (B)(6), interpreted by (B)(6) md. Findings confirmed: "intact left implant, intracapsular right implant rupture including intracapsular fluid collection." The MRI report specifically documented linguini sign and intracapsular fluid collection surrounding the entire right implant, with no extrusion beyond the fibrous capsule. Bilateral explantation and implant replacement surgery was performed on (B)(6) 2026 by (B)(6) md, at (B)(6). Intraoperative findings confirmed that the right implant shell was compromised, with characteristic linguini sign visible and gel exhibiting yellow-green discoloration, suggestive of a rupture that had progressed silently over several months. Following complete explantation of both implants and placement of new implants, the patient's systemic symptoms (warmth, chest discomfort, malaise) resolved progressively over the following weeks. Concern regarding product quality: premature atraumatic rupture at only three years post-implantation is well below the expected service life of a natrelle inspira silicone-filled breast implant. The abnormal pigmentation of the gel raises questions regarding the shell integrity and material quality of this specific unit. Photographic documentation of the explanted device and gel is available. Contralateral left implant (natrelle inspira srx-400, sn (B)(6)) was intact at explantation but was also removed and replaced as part of standard bilateral revision protocol. A warranty claim is being filed with allergan aesthetics under the natrelle confidenceplus warranty program. The explanted right implant is being returned to allergan's product quality laboratory for analysis within the 90-day window. Intact left implant. Intracapsular right implant rupture with linguini sign and intracapsular fluid collection surrounding the entire right implant. No extrusion. No suspicious mass or adenopathy. Patient has a history of hypertension controlled with lisinopril 10 mg daily. No known drug allergies. No history of chest trauma prior to symptom onset. No prior implant revisions before this event. Original implants were bilateral natrelle inspira srx-400 (smooth silicone, 400cc, extra-full profile) implanted in (B)(6) 2022, approximately three years prior to the confirmed rupture. Original implant identification cards are available and have been photographed. Photographic documentation is available for: - original implant identification cards (both serial numbers) - explanted right implant showing shell rupture and discolored gel - post-operative recovery a parallel warranty claim has been submitted directly to allergan aesthetics under the natrelle confidenceplus program (1-800-624-4261) and to cppwarranty@allergan.com. Treating surgeon (dr. (B)(6)) has been formally requested to submit a physician complaint form to allergan and to return the explanted implant to allergan's product quality laboratory within the required 90-day window (deadline: (B)(6) 2026). Reporter is the patient's spouse and authorized representative. Non-smoker. No tobacco or nicotine use. Minimal to no alcohol consumption. Not pregnant. Not breastfeeding. Active lifestyle prior to surgery, including regular exercise (rowing and gym routine). Body mass index within normal range. Recent illness: mild upper respiratory viral infection during post-operative recovery period, approximately 3 weeks after surgery. Managed symptomatically. Patient: 1924, 2359, 1776, 2452. Device: 1546, 2976, 1170. Reference: mw5190540. This report captures: natrelle inspira silicone-filled breast implant, smooth, extra-full profile, 400cc, left side implant #2.